Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia to 435 mg/dl after ingesting rapid-acting carbohydrates and dinner in response to a perceived low glucose value of approximately 90 mg/dl while using the ilet with u-200 insulin. The tubing was noted to show a drop, and the infusion site was changed per guidance. No device alerts or alarms were reported. The user experienced symptoms of hyperglycemia. Blood glucose subsequently recovered into range. An investigation was conducted, including review of the user-reported history, assessment of the infusion set, and troubleshooting education regarding appropriate treatment of hypoglycemia. The investigation identified no device malfunction or alarm activity. Contributing factors included overtreatment of a perceived hypoglycemic event with excess oral carbohydrate and potential infusion site performance concerns, which were mitigated by replacement of the site. Based on previously established findings for similar reports, it was concluded that the cause was user-related management of a perceived low with excess carbohydrate intake and that the event resolved with education and site replacement. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.